Manufacturer narrative:
Updated fields: b4, g4, h7, h2, h10, h11. Corrected fields: h6 (evaluation method codes).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) displayed an auto fill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has advised that they have removed the device from service and have scheduled a field service technician to service the device. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported by customer at (B)(6) hospital that cs300 intra-aortic balloon pump (iabp) displayed an auto fill failure. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. It was found that the iab fill port was not connected to the crm properly. Connection was re-seated and the iabp device no longer had the error. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) displayed an auto fill failure. No patient harm, serious injury or adverse event was reported.